Event description:
A pt reported blood glucose results of 13.4 mmol/l, 16.2 mmol/l, and 10.9 mmol/l with a lifescan meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20 mmol/l; however, the test strips were expired and the meter was not being cleaned according to the owner's manual. The pt reported that they cleaned the meter and performed two consecutive check strip tests and the results were outside the specified range. Based on the information supplied by the pt, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The meter and test strips were replaced.